Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Per medwatch (B)(4) recieved 25jan2021. 18f manta vascular closure device was being used for a right femoral access site closure. The manta device partially occluded the right femoral artery, requiring balloon angioplasty intervention. Repeat aortography and angiography of the right common femoral artery showed wide patency. Additional information recieved 03feb2021: the procedure performed was a tavr the patient had severe symptomatic aortic valve stenosis according to the medical record, the patient developed acute hypoxic respiratory failure and cardiogenic shock. The patient suffered a cardiac arrest and expired. Requested date of death multiple times, with no response. If response is received, it will be sent in the follow-up report.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted fifty-three days post-procedure, following a tavr, an 18f manta was deployed for closure in the right femoral artery. Patients' condition was noted as having severe symptomatic aortic valve stenosis. The manta partially occluded the right femoral artery, balloon inflation was applied, and a follow-up angiogram indicated wide patency. According to the medical record, hemostasis was achieved at the access site with the manta device and manual pressure applied, immediately following sheath removal. The device was successfully implanted and no evidence of device failure. The cause of the partial occlusion or stenosis was unable to be determined due to lack of imaging and procedural information provided for investigative purposes. Potential causes of the vessel stenosis include partial collagen in the vessel, procedural dissection, or thrombosis. Post-operation the patient developed acute hypoxic respiratory failure, cardiogenic shock, suffered a cardiac arrest and expired. Due to manta achieving immediate hemostasis, manta is not related to these post-operative events. The patient could have developed one of many conditions leading to respiratory failure and cardiogenic shock that is either directly or indirectly associated with the initial valve implant procedures or possibly other unrelated underlying issues or patient conditions. The IFU was reviewed and confirmed to list: adverse events: ischemia of the leg or stenosis of the femoral artery, other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: death related to the procedure.